Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had an unknown oxygen (o2) not working alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The remote service engineer (rse) advised the customer that the device needed performance verification test (pvt) performed to determine if the o2 system was working properly. The customer acknowledged and will contact the authorized service provider (asp) assigned to the facility for further testing and repair if needed.